Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿low battery alarm when connected to the mpu¿ was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and the issue was reproduced when the power cables were manipulated. It is noted that visual examination revealed small tears and puncture holes on the outer insulation of both power cables. Electrical measurement confirmed a shorted condition to the shielding indicating a breach in the insulation of the underlying wires. Both power cables were dissected. Visual examination of the underlying wires confirmed the breached insulation, which included the battery fuel gauge wire that attributed to the unexpected alarms. The log file retrieved from the returned system controller captured data consistent with the finding. The analysis could not determine the root cause that attributed to the damaged power cables. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the was having low battery alarms and power cable disconnect alarms while connected to the mobile power unit (mpu), although the cable voltage was still at 14.7 volts during the alarms. The controller displayed "connect battery power immediately". The patient received a new mpu and reported continued low battery alarms when connected to the mpu. The low battery alarm did not occur while the patient was connected to battery power. The patient plugged the mpu into different outlets at home and also inserted new alkaline batteries after receiving the new mpu with no success. It was also noted that the plug was securely locked into the mpu and the safety lock was engaged. No loose pins were seen. The patient was instructed to press the battery button on the system controller and all battery lights were illuminated. There were no other alarms noted on the system controller. The patient was instructed to remain on battery power and to call the ventricular assist device (vad) emergency line if the low battery alarm started to occur while on battery power. The patient was instructed to have all batteries fully charged. The cause of the alarms was thought to be due to a system controller issue. The system controller was exchanged.